Event description:
Customer reported that insulin gauge displayed an amount different than expected on the pump, specifically a fill estimate issue with a displayed amount of 55 units instead of the expected 119.3 units. There was no adverse impact to the customer's blood glucose level. Customer was advised to return the problematic pump and was sent a replacement pump with updated software by technical support after reviewing the logs and confirming static number issues. Customer was informed about programming new pump settings and connecting the cgm, understood the need to return the pump within ten days, and was instructed to store the pump properly before shipping it back.